Event description:
The customer reported that the 7900 system is sounding an alarm. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The software was re-configured. The system was tested and is operating as intended.